Event description:
Pt reported that they went to urgent care due to a concern that was unrelated to device, but that when they arrived they (urgent care) determined their blood glucose to be >700 mg/dl. Pt was then sent to hosp due to elevated blood glucose. Treatment received: insulin.